Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic after receiving inappropriate high voltage therapy. An x-ray was performed and the cause of the event was revealed to be right ventricular (rv) lead dislodgement. The rv lead was repositioned to resolve the event and the patient was in stable condition.